Event description:
An adhesive issue was reported via webform with the adc sensor . The sensor prematurely detached when the customer was putting on or removing clothing after eight (8) days wear, and was unable to obtain readings and monitor glucose levels. As a result, the customer experienced loss of consciousness and/or seizure/convulsion. There were no reports of treatment by healthcare professional (hcp) or third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00erau5d has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.